Event description:
It was reported that the lead -was not reading properly after several placements-. The lead was not implanted.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.